Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture has found broken from the swage point while opening the foil. They even used another foil but the issue was still the same. There were no patient consequence reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 3/6/2026 h6 component code: g07002 - no device problem found this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: ¿ did the suture break or did the suture separated from the needle? ¿ please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) yes, the suture and needle got separated from the swage point. (B)(6) (ot technician) investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one unopened sample that pertains to product code (B)(4). Was received for analysis. In order to evaluate the condition of the returned sample, the packet was opened, and the swage and attachment area were noted as expected. The suture was dispensed without problems and examined along the strand no anomalies were observed during evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of eth quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.